Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). The lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, there was a visible puss coming out of the pocket during extraction. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. The lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental is being filed as to correct the entry in the b3: date of event, patient code and patient code description and additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, there was a visible puss coming out of the pocket during extraction. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the patient had an antibiotic infusion. There were no additional adverse patient effects reported.